Manufacturer narrative:
Calibration signals were slightly lower than expected, but were consistent with the previous customer data. Quality controls were acceptable prior to sample measurement. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace, multiple sample short and system reagent short alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch field d4 has been updated.

Manufacturer narrative:
The e601 analyzer serial number was (B)(6). The field service engineer cleaned a wash station probe line and a sample probe line. Precision studies were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg stat on a cobas 6000 e 601 module. The sample initially resulted in an hcg value of 3 miu/ml. A nurse requested a repeat of the sample because the patient had a positive home pregnancy test. The sample was repeated twice, resulting in hcg values of 119.8 miu/ml and 116.0 miu/ml. The 119.8 miu/ml value was deemed correct.